Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
Advocate stated her husband inadvertently applied the control solution to his eyes instead of his eyedrops. He had no ill effects from doing so. He flushed his eyes with water and applied his regular drops. Control ingredients were provided. Product was not expected to be returned. Product was not replaced.